Manufacturer narrative:
The report of thrombus was confirmed. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup. An additional thrombus formation was found surrounding the inlet bearing ball. The two thrombi appeared similar in color and structure, and likely developed as one formation. Both thrombi showed areas of denaturation and appeared to have formed in laminated layers, indicating that it had developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Although the evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations, they were obstructing approximately 30-40 percent of the blood flow path and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with an lvad. It was reported that the patient received a pump exchange due to hemolysis. No additional information was provided.